Event description:
See attached. Caller says pt had no history of twos ps with previous biotronix device but was seen on the device after gen change. Discussed that there will be differences in sense amp design between biotronik and mdt devices that may explain difference. Caller states she was able to eliminate twos by programming sensing ttc with sensitivity of 0.45mv. Caller stated that she saw to vs events during device check, but that egms were "clean". However caller was reviewing rvt-rvc when device was programmed rvt-rvr for sensing. Discussed that would need to look at ttr egm to observe if there was any noise. Discussed that seeing double counting of twaves is very unusual and there may be a connection or other lead issue. Caller said that he went back in to ensure leads were fully inserted in device and this cause the rvdefib impedance alert. When reviewing cl tx both transmissions show evidence of emi on egms in the first on both at-ar and rvt-rvc there is simultaneous noise on both channels that is not device related. Discussed that these are two independent vectors and the noise is showing on both channels simultaneously. Caller states pt doesn't have any other devices that she is aware of. Recommended viewing rvt-rvr and rvt-rvc egms simultaneously, while performing provocative movements, isometrics, and pocket manipulation. If non-physiologic noise is seen on both channels, this indicates that there is an issue with rvt electrode. If noise is seen only on ttr this indicates there is an issue with rvr electrode. Discussed getting xray of header to determine if lead is fully inserted. Caller is going to send in pod file for review when her colleague gets to office. Received interrogation report, but no relevant data. Called back hcp to discuss. Caller is going to have pt send a cl tx and call back to review cl tx. Caller also complains that session sync with devices, in general, she is frustrated with as sometimes not all data is stored. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)